Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event is estimated.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the needle plunger could not be pushed down completely and there was no suture present when the needle plunger was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device code 1494: indications for use. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, the sutures of only one proglide were used to achieve hemostasis. It should be noted that the proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: it was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional ablation procedure. Reportedly, the needle plunger could not be pushed down completely and there was no suture present when the needle plunger was removed. The suture of one new proglide device was successfully pre-placed. The sheath was upsized to an 8.5f sheath and the ablation procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture. No additional information was provided.